Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow up #1 submitted: 07/11/2014.animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.device evaluation: review of the download history revealed no activity outside normal use. On examination, the audio bolus button was intact without damage. On testing, the audio bolus button was unresponsive when pressed. The button cover was removed for investigation and revealed the internal plug was missing. There was no contamination of the button contact present. The button assembly was not aligned with the button switch. Unrelated to the original complaint, the display was noted to be dim and discolored.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (abb tactile cng/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.